Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a software error alarm after bolus and battery change. It was also reported that customer received a program alarm anomaly. Customer was advised to discontinue pump use.